Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) was confirmed. Upon investigation the monitor displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
Download data from a (B)(6) male patient revealed a service code 102 (charge profile fault). Zoll customer support contacted the patient, but the patient did not require replacement monitor.